Manufacturer narrative:
Of the 22 devices, 12 lot numbers were provided, and lot history reviews were performed. Of the 22 devices, the product catalog number of two devices were reported as unk meridian. Of the 22 reported malfunctions, 21 malfunctions provided medical records; however images were provided for 5 malfunctions. Of the 22 malfunctions, the investigation confirmed perforation for 21 malfunctions. For one malfunction, the investigation is inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: gfwg4536, gfyd2737, gfyc3758, gfxb3191, gfyf1335, gfxd3844, gfwa0436, gfwh2375, gfwf2798, unknown).

Event description:
This report summarizes 22 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 22 malfunctions involved patients with no reported consequences. Of the 22 patients, 20 patients' ages were reported to be between 28-78 years and 2 patients¿ weight were reported to be between 204-205 lbs, 15 patients were reported as male, and 7 patients were reported as female. All other patient details were not provided.